Manufacturer narrative:
Addtional information has been received wthich was not included with the initial report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received without the original battery. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported the customer passed away on (B)(6) 2014. The customer's husband stated his wife passed away in her nursing room. The husband also stated his wife had been ill for six months prior to her passing. It was also reported the customer had a stroke. Customer's blood glucose at the time of her death was 125 mg/dl. The customer was also not wearing the insulin pump at the time of her death. Husband also stated the cause of the customer's death was due to general issues from diabetes. Customer's insulin pump was requested to be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).